Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who disconnected and replaced a single solution bag during therapy. The assignable cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
Product surveillance (ps) contacted the home patient (hp) regarding a separate issue. The hp said that she had hooked a bag up on her supply line, cracked the frangible and then noticed that the bag was not flowing. The hp clamped off the supply line. She then disconnected the bag, capped off the line and then placed another bag on the line. She then broke all frangibles, primed, and completed therapy. Ps advised the hp to speak to the nurse about the set up and that it could have been a compromised set up. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.